Manufacturer narrative:
(B)(4). S/w version 4.11et. Retainer ring black. Customer returned pump for alleged cosmetic damage located at the battery compartment found on (B)(6) 2021. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: missing display window/cover, broken battery tube threads, partially broken retainer, cracked case (battery tube), pillowing keypad overlay, and partially detached retainer. Cosmetic damage was confirmed at the battery compartment. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.